Manufacturer narrative:
Findings: pump received with severely scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 78 mg/dl. The customer stated that there are scratches on the pump screen. Customer can't read the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement.